Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
As reported, a patient is scheduled for a hip revision for an unknown reason. Per images received it was noticed that patient experienced prosthesis wear and loosening of femoral stem. X-ray and image received. The devices are not available for evaluation. No other information provided. Related to 1038671-2024-02068.

Manufacturer narrative:
Pending investigation. D10: integrip cc, cluster 52mm (cat# 186-01-52 / serial# (B)(6)); biolox delta femoral head 32mm od, -3.5mm (cat# 170-32-93 / serial# (B)(6)).